Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ever since (B)(6) 2024 when they turned their interstim therapy on, it had been "messing" with their nevro spinal cord stimulator. The patient reported that their surgeon would have to surgically move the lead. Patient stated that they were connected, but it was not working. No further action taken by patient and technical services (pats). Patient was transferred to registration due to implanted devices not being registered.